Manufacturer narrative:
The technician replaced the siderail latch cover to repair the bed.

Event description:
Information received indicates the left foot siderail will not latch due to a bent latch cover.